Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00227. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system cat3 aspiration catheter (cat3) and an indigo system separator 3 (sep3). During the procedure, the physician had difficulty advancing the sep3 through the cat3 and removed the sep3 from the patient. The physician then attempted to advance a new sep3 through the same cat3 but was unsuccessful and decided to remove both devices. Upon inspection of the cat3, no kinks were observed. The procedure was completed using a new cat3 and the second sep3. There was no report of an adverse effect to the patient.